Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been unable to connect to the patient's implant since last night. Caller stated they kept getting 'device not responding' message. Caller said they were last able to connect to patient's ins 3 weeks ago right away without issue. Agent attempted to walk caller through connecting to ins over the phone. Caller confirmed they were using the correct app and denied seeing any error messages. Caller initially had wrong side of communicator over implant site, but even after correcting that they were still unable to connect. Caller confirmed communicator was not plugged into an outlet and confirmed seeing solid blue light. Caller also confirmed communicator was appropriately charged. Agent asked caller if they could feel the outline of the battery under the skin and caller said no, they were just going over the scar. Despite several attempts, caller was unable to get connected to ins over the phone. When asked, caller denied patient having any recent falls or traumas to the area. Caller mentioned the patient had a cat scan, but was unsure if it scanned directly over the implant site. The issue was not resolved through troubleshooting. The patient was redirected to their managing hcp to further address the issue. Of note, caller also mentioned they didn't think the communicator battery last very long, but when asked about how long it would stay charged caller said 30 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that yes, it was done. This was taken to mean the issue was resolved.